Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath after a right external iliac procedure. Reportedly, the clip was deployed; however, the starclose se device could not be removed, causing the patient additional pain. The access ports were used to retract the locator wings and the starclose se device was twisted and pulled to remove from the patient anatomy. The clip remained in the patient anatomy; however, did not achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. The patient was given IV meds for the pain. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.